Event description:
This lv lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2011 states that there was a yellow alert due to low lv lead impedance. Impedance dropped to 200 ohms. Historically has been 600 ohms. Lead tested in clinic with isometrics, pocket manipulation. Dr. (B)(6) will continue to monitor the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).